Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed during the ultrasound portion of a surgical procedure. The system shut down on its own and the patient experienced a posterior capsule rupture. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
The customer reported the system shut down. This patient is a (B)(6) year-old patient who was scheduled for cataract surgery. An anterior vitrectomy was performed to complete the case. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and was able to replicate the reported event. The power cord, power switch, fuse drawer, and power supply cable were replaced. The system was then tested and met all product specifications. The system was manufactured on october 12, 2010. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of the patient experiencing a pc tear could not be confirmed. Since multiple parts were replaced, the root cause of the reported event of the system shutting down and displaying a system message (sm) remains inconclusive. The manufacturer internal reference number is: (B)(4).